Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve central regurgitation was unable to be confirmed due to no medical record/imagery provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per an edwards technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction . These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''the first 29mm valve was implanted too ventricular. Pvl was moderate and md was concerned about ventricular migration a second 29mm valve was implanted more atrial. Central mr was noted post implant of second valve. The physician felt that this was due to leaflet interaction with leaflets of first valve.'' In this case, the incident valve (second valve) was implanted more atrial due to the malposition (too ventricular) and pvl of the first valve, which could lead to leaflet overhang from the first valve over the incident valve (second valve). Leaflet overhang can reduce the blood flow back pressure to reaching the incident valve (second valve), so it causes the suboptimal leaflet coaptation of incident valve (second valve), resulting in central regurgitation as reported. As such, available information suggests that procedural factors (leaflet overhang) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14870.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. H3 other text : device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that during a patient underwent a transseptal tmvr in a previously implanted 32mm non-edwards annuloplasty ring. As reported, the first 29mm s3 valve was implanted too ventricular. The pvl was moderate and the operator was concerned about ventricular migration. The initial reporter did not allege the ew devices malfunctioned. A second 29mm s3 valve was implanted more atrial. Central mitral regurgitation (mr) was noted post implant of second valve. The operator felt that this was due to leaflet interaction with leaflets of first valve. Therefore, a third 29mm s3 valve was then deployed in the center of the prior two valves. The 3rd valve was assessed by tee post showing no mr and trace-mild paravalvular leak (pvl). The patient was stable post procedure.